Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they were hospitalized due to low blood glucose on (B)(6) 2021. Blood glucose reading at the time of incident was unknown mg/dl. The customer was placed into an emergency room. The customer¿s current blood glucose reading was unknown mg/dl. Customer was using the insulin pump system within 48 hours of reported low blood glucose event. Customer was using the auto mode feature at the time of incident. The customer also alleged that the insulin pump was over delivering. The insulin pump will be returned for analysis.